Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the screwdriver broke off in the head of a screw during revision surgery for screw removal. The surgeon was unable to remove the screw and the tip of the screwdriver remains in the screw head. Concomitant device reported: screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on august 24, 2016 further reporting that the patient was undergoing an anterior cruciate ligament (acl) procedure when the surgeon noted an existing screw that had been previously implanted approximately 20 years ago. There was no issue with the screw (no breakage or loosening). The screw was intact. The surgeon was attempting to remove the screw, when the tip of the screwdriver broke inside the head of the screw. The surgeon did not attempt any further removal of the screw and continued with the procedure. The screw remained whole and intact and was left with the tip of the screwdriver lodged in the recess of the screw head. X-rays were not taken. Medical intervention was not required and there was no delay in surgery. The procedure was completed successfully. It is unknown if the screw is a synthes screw.